Manufacturer narrative:
A manufacturing document review was conducted for lot: mcs00031 of the wallaby avenir coil system. The review confirmed that the lot was manufactured, inspected, and released in compliance with all required specifications the lot was not associated with any other adverse events or complaints. Since the device was not returned to the manufacturer for evaluation, the alleged product discrepancy could not be confirmed.

Event description:
Upon deployment, coil tied into a knot and then stretched causing the need for 2 stents and a snare, physician did not feel the coil stretch.